Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be filed with additional information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 functional mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip continued to open while testing the lock. Troubleshooting was performed unsuccessfully and the clip was removed from the patient. A replacement mitraclip was successfully implanted and the procedure was discontinued. The final mr was reduced to grade <1. There were no adverse patient effects or clinically significant delays reported.